Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 dropping clips from the jaws. The clip applier is also firing clips that are not closed properly. The clips are crossed after fired. The clip applier is not firing clips properly. The device is from an fdc32 kit. 05/21/1998 another er320 was pulled to complete the case. There was no consequence to the pt.